Event description:
It was reported patient underwent a patello femoral ligament repair on (B)(6)2013. During the procedure, the jugger-knot anchor disengaged from the hole. Surgeon redrilled and increased the depth of the hole but the anchor pulled out again. As a result, a short jugger-knot was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."